Manufacturer narrative:
(B)(4). Other device used: catalog #42527900503, persona articular surface shim provisional, lot #62394873. This report will be amended when our investigation is complete.

Event description:
It is reported that ball bearings are missing from the instruments.

Manufacturer narrative:
The visual inspection of the shim confirmed that for lot# 62394873 both of the two ball bearings and associated spring was found missing and for lot# 62345255 one ball bearing and one spring was found missing. The missing ball bearing and spring were not returned. Both tasp shim exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The lot# 62345255 has been in the field for approximately three years. The lot# 62394873 has been in the field for approximately three years and three months. It is unknown how many times the device is being used. These devices are used for treatment. Internal investigation has found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on (B)(6) 2014.